Manufacturer narrative:
Reference medwatch MFR report # 2916596-2015-02301 for the previous pump exchange. Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed multiple gastrointestinal bleeds (gi bleeds). On (B)(6) 2015, an esophagogastroduodenoscopy and capsule study were performed, but the source of bleeding was not located. Coumadin was restarted with an inr goal of 1.6-2.0. On (B)(6) 2015, the patient developed another gi bleed but no procedures were completed as the patient had refused treatment. The patient's hemoglobin and hematocrit stabilized and a hemoccult test was negative. The patient's anticoagulation was discontinued. On (B)(6) 2015, the patient was readmitted with acute anemia and gi bleed. The patient had been discharged on (B)(6) 2015 after receiving a pump exchange. At the time of admission, the patient's inr was 5.6, which was up from 2.0 upon discharge on (B)(6) 2015. It was reported that no procedures had been performed.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.